Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration, clonidine at an unknown dose and concentration, and morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump was alarming or beeping. It was stated that they were hearing a "warning beeping" coming from the patient's pump. At first it was stated that it had been occurring off and on for over a month, then later it was stated that it had been "at least over 2 months". They had turned the patient's rate down until they could find someone to do a refill. It was noted that they had spoken with a device manufacturer representative (rep) for physician listings, however it could not be confirmed that they had told the rep about the pump alarming at that time. It was noted that they wanted to make a doctor's appointment to have the patient's pump interrogated for status and longevity, but could not locate a doctor to do that. They had contacted "every single pain doctor" with no luck of taking on the patient's pump cares. They had also contacted the patient's insurance with no luck. No symptoms were reported. Additional information was received from a consumer. The patient had found an healthcare provider (hcp) to manage the pump, however it was a 140 mile drive from their home to the hcp. The patient had an appointment (B)(6) and (B)(6) picked up the medication (B)(6), however it was presently sitting in a (B)(6) facility and the patient made the 140 mile trip for "nothing". Since the patient's clinic closed in 2008, they had been to doctors that had retired or moved away. At present an hcp took on the task of managing them as a courtesy to their pain doctor. An appointment was made in (B)(6) and they were told that facility did refills, only to find out they only did them another facility which was not taking new patients. It was noted the pump would go dry on (B)(6) 2016. The pump alarm had not been resolved and no steps were taken to resolve the alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.